Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-00728. It was reported the patient's (B)(6) lead extension disconnected from the ipg header. Surgical intervention was undertaken to address this matter. The issue was resolved by connecting the lead extension into the opposite ipg header. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.